Event description:
This is a spontaneous case report received from a non-health professional in united states on 17-feb-2016. It describes the occurrence of pregnancy in a female consumer of unspecified age who had essure ((B)(4)) (fallopian tube occlusion insert) inserted in 2004 (lot number was unknown). The consumer had bilateral placement of essure fallopian tubal occlusion devices in 2004. Consumer failed to comply with required alternative contraception prior to 3-month hysterosalpingogram (hsg) and became pregnant. Hsg and hcg level at 17 weeks post placement and ultrasound at 19 weeks were indicative of abnormal pregnancy. Ultrasound results showed a cystic mass at the right adnexa and could not rule out an ectopic pregnancy and a heterogeneous echogenicity in the uterine cavity possibly suggested a failed intrauterine pregnancy. Pregnancy termination began 2004 with methotrexate and the consumer was asymptomatic prior to diagnosis and was kept in good health according to her physician. Interim diagnosis was suspected ectopic pregnancy but not confirmed. Follow-up received on 14-apr-2016 - quality-safety evaluation of ptc: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical event and a quality defect. The reported medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Company causality comment: this spontaneous case report refers to a female consumer who had a suspected ectopic pregnancy less than 3 months after essure (fallopian tube occlusion insert) insertion. She was treated with methotrexate. This event is listed according to the reference safety information for essure. Pregnancies (including ectopic pregnancies) have been reported among women with essure micro-inserts in place. Some of these pregnancies were due to patient non-compliance, including failure to return to essure confirmation test and failure to use alternate contraception before this test. When pregnancy does occur after essure placement, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have essure in place. In this particular case, patient did not comply with the required alternative contraception and became pregnant before her confirmation test. Considering this information, a device failure can be excluded in this case. Although the reported ectopic pregnancy was not formally confirmed; considering essure has a local action into the fallopian tubes, company cannot exclude the device contributed to the occurrence of this event which was thus, considered as related to the suspect insert. This case was regarded as incident, since a medical intervention was required as event's treatment. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical event and a quality defect. No active follow-up will be pursued, due to lack of contact details.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.